Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the active electrode was inadvertently inserted into the semi-circular canal as confirmed by post-operative diagnostic imaging. The recipient has been re-implanted and reportedly a full insertion could be achieved and the vestibular symptoms subsided, pointing towards a transient problem. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
During the first fitting the user had no sound sensation with the device. Furthermore, dizziness and lightheadedness were observed and the user needed a wheelchair in order to walk. Post-operative imaging showed that the electrode was inadvertently inserted into the semicircular canal. The user was re-implanted on the (B)(6)2021 and has already been activated and can hear with the new device.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
During the first fitting the user had no sound sensation with the device.